Manufacturer narrative:
(B)(4). (B)(6). Concomitant medical products: 42502607002 femur cemented cruciate retaining (cr) standard right size 11lot 63424535, 42532007902 tibia cemented 5 degree stemmed right size g lot 6336130. Reported event was confirmed through clinical forms received. Review of the adverse event report provided indicates that there was thrombosis suspected in the leg and hemorrhage / bleeding was involved in the adverse event. However, it was reported by the sales rep there was hematoma observed and it was resolved. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2018-00077, 0002648920-2018-00404.

Event description:
It was reported that the patient underwent left total knee arthroplasty. Subsequently, it was reported that the patient experienced a hematoma approximately three (3) weeks post-operatively. No intervention is reportedly necessary at this time.